Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility info is available. Upon receipt of new info, a follow up report will be sent to the FDA.

Event description:
It was reported that pt underwent total knee arthroplasty in 1999. Subsequently, pt complained of pain and radiographs taken in 2007 indicate locking bar fractured. Revision procedure is scheduled on a unknown date. No further details have been provided.